Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high and low blood glucose. Blood glucose level at the time of the incident was 400 mg/dl and 30 mg/dl. Customer was using insulin pump system within 48 hours of reported high and low blood glucose event. Customer treated with 100 grams of carbohydrates. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did allege insulin pump was over delivering. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0874 inches. (B)(4).